Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/25/2015.device evaluation: the device has been returned and evaluated by product analysis on 02/10/2015 with the following findings: a review of the pump¿s black box data revealed eaw 163 cartridge not detected warnings and multiple eaw 162 loss of prime warnings due to a zero force. The load step failures were duplicated during the investigation. The force sensor calibration did not measure within specifications. The pump was opened and an intermittent solder connection on the force sensor pin was observed. Unrelated to the initial complaint, the battery compartment was cracked.